Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The volume of the leak was approximately 20ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed fluid around the diff preserve tubing pinch valve vl45 due to damage to the diff preserve tubing and replaced the tubing which fixed the leak. The repairs were verified per established procedures. (B)(4).